Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly tortuous, mildly calcified, 75% stenosed, mid right coronary artery. After a guide wire crossed the lesion, a 3.0 x 15 mm trek rx balloon catheter was advanced without resistance and inflated; however, the balloon ruptured during the first inflation at 12 atmospheres. The device was changed to a 3.0 x 15 mm non-abbott balloon catheter and pre-dilatation was performed. A 3.0 x 20 mm non-abbott stent was implanted in the lesion and the procedure was completed without any issue. There was no clinically significant delay in procedure and no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.